Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was turned off several times and the examination lamp of the subject device was switched off during the unspecified procedure. The user also reported that this failure seemed to be related to the examination lamp. The field service engineer of olympus europe (B)(4) confirmed that the subject device was difficult to start to light and needed to three ignitions for lighting up. And it was found that the examination lamp was a non-olympus lamp and the lamp usage indicator was shown 100 hours of ignition. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, d5, d10, g4, g7, h2, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by the lack of awareness (or ignoring the description) in the instruction for use and attaching a non-olympus lamp. According to the instruction for use, "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.".